Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not exposed to altitudes outside the labeled operating range. Customer¿s blood glucose level was 245 mg/dl. Reportedly, a new cartridge was filled and loaded successfully and insulin deliveries were resumed.